Event description:
In 2001, the MFR's sales rep was in on a case, physician used introducer for implant, kinking of spreadable sheath noted on fluoroscopy, appears sheath was pushing up causing vein and catheter to push up to pt's trapezius muscle. Physician opened another kit same thing occurred with second introducer. Device was successfully implanted. Device introducers will not be returned due to pt's transmissible disease.